Event description:
The recipient is reportedly experiencing intermittencies with device use. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all the mechanical test performed.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The residual gas analysis test data was compromised during the analysis process. The internal visual inspection revealed that one of the resistors had a degraded trace. It is believed that the failure of this implantable cochlear simulator device was caused by degradation of one resistor. This ultimately caused the intermittent lock. However, the residual gas analysis test were compromised due to damage induced during the failure analysis process. This older device is no longer manufactured. This is the final report.

Manufacturer narrative:
.